Manufacturer narrative:
H.6. Investigation: the customer reported the tubing disconnected at the t-site above the rolling clamp, and returned one unused sample. The sample was clearly separated at the outlet of the second smart site, and the complaint is verified. The sample appeared to be unused, and have been broken within the bag. Visual inspection under the microscope found the root cause to be insufficient solvent. There was evidence on the tubing of sufficient insertion depth. A device history record review for model 2426-0500, lot number 21023457 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of connection issues with lot #21023457 regarding item #2426-0500.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing disconnected at the y-site during use. The following information was provided by the initial reporter: "tubing disconnected at the y-site above the roller clamp".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing disconnected at the y-site during use. The following information was provided by the initial reporter: "tubing disconnected at the y-site above the roller clamp".